Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin poured out of the reservoir before the device made contact with the reservoir. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.